Event description:
The system responded with an error 5 in the middle of the case. The customer tried retorquing and cleaning the blade. The error reoccurred so the customer replaced the instrument and completed the case with no patient consquence. The rep reports there is visible damage on blade and suspects a staple line transection.